Event description:
It was reported that device fracture occurred. The target lesion was in the distal left anterior descending artery. A guidezilla 145 guide extension catheter was selected for use. During the preparation, it was noted that the catheter of the guidezilla and the steel beam of the guidewire fractured during removal, and the use was finally abandoned. No patient complications reported.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that device fracture occurred. The target lesion was in the distal left anterior descending artery. A guidezilla 145 guide extension catheter was selected for use. During the preparation, it was noted that the catheter of the guidezilla and the steel beam of the guidewire fractured during removal, and the use was finally abandoned. No patient complications reported.

Manufacturer narrative:
E1. Initial reporter address (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was no sign of blood in the shaft of the device. There was partial shaft detachment and a shaft kink at the most distal end of the collar. Inspection of the remainder of the device presented no damage or irregularities.